Manufacturer narrative:
Correction to field b3 date of event.

Event description:
It was reported that the battery from this insertable cardiac monitor (icm) device had prematurely depleted and did not meet the expected longevity. The patient underwent a surgical procedure to have this icm replaced. No adverse patient effects were reported. This icm device has been returned for analysis.

Event description:
It was reported that the battery from this insertable cardiac monitor (icm) device had prematurely depleted and did not meet the expected longevity. The patient underwent a surgical procedure to have this icm replaced. No adverse patient effects were reported. This icm device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. Battery diagnostics were analyzed and found to be normal. Device met all battery longevity requirements. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the battery from this insertable cardiac monitor (icm) device had prematurely depleted and did not meet the expected longevity. The patient underwent a surgical procedure to have this icm replaced. No adverse patient effects were reported. This icm device has been returned for analysis.